Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with pre-op diagnosis of cage backed-out. It was reported that revision surgery was held due to cage backed out. Initial surgery was held on (B)(6) 2020 and level implanted was l2/s1. During post-op it was found that right s1 screw was loose. Therefore, it was removed once, and pilot hole was recreated, and the product was inserted again changing the direction. Left s1 set screw backed out completely from the screw head and the product was removed and discarded. The cage on left l5/s was backed out about half from the posterior margin of the vertebral body and it was placed again. There was a delay over 60 minutes in overall procedure time. Prolongation of existing hospitalization or in-patient hospitalization necessity was unknown. No patient symptoms or complications as a result of this event. No health damage in the patient was reported. Product used correctly according to the directions given in the IFU/labeling. There was no device breakage. No further complications were reported.